Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that approximately two months ago, a table fell from ten feet up and hit their implantable cardioverter defibrillator (ICD). A couple days after, the patient visited their clinic due to swelling and feeling uncomfortable. A few days following their visit, the clinic called and said they were in atrial fibrillation (af) for four hours. The patient does not think their device is working properly. The ICD remains in use. No further patient complications have been reported as a result of this event.